Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the left side.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: yellow particles material was found on the shell, green particles mold like appearance in device outer surface, fold creases, wear abrasion cloudy and deformation. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.